Event description:
Since approx (B)(6) 2021 pt's ldh has been uptrending (400-700), prior baseline 200's. Ms. (B)(6) was admitted multiple times ((B)(6) 2021) for elevated ldh into 700's, treated with bivalrudin drip. CT cardiac morphology unrevealing and echo without aov opening. Inr goal was increased to 2.5-3.5 for concern for pump thrombus. Pt taken to operating room on (B)(6) 2022 for hm2->hm3 pump exchange for suspected thrombus. FDA safety report ID# (B)(4).